Manufacturer narrative:
The device was received by depuy synthes power tools. The deice was evaluated and the reported condition of "cannot insert cutter" and "flats are angled" was confirmed. The lhd-6b-m would not lock into a motor and the flat and groove was cut off center most likely due to the steady rest / holding collet not holding correctly. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the us stating that they could not insert the cutter into the device and that the "flats are angled." The device being used in surgery. There was no injury or medical intervention. It is unk if a delay in surgery occurred. There was no additional information provided.